Event description:
The customer reported the balloon came off and holes were noted. The event occurred during a diagnostic procedure and there was no patient harm or user injury reported due to the event. This is report #5 of 10 due to multiple events and devices reported. Reference report patient identifiers. (B)(6).

Manufacturer narrative:
The defective balloon was discarded by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned for investigation. Therefore, we were not able to confirm the reported event. The device was manufactured in march, 2022 based on the provided 3 digit lot information. However, the manufacture date cannot be identified since the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon was caused by device handling by the user might have contributed to the event. It was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient or that the balloon was not lubricated. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects.¿ olympus will continue to monitor the field performance of this device.